Event description:
It was reported that the user observed insulin leaking from the connector piece during a press-and-hold delivery up to 40 units, which prompted replacement of the infusion set and connector and successful reconnection with verified drops through the new tubing. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the leak after supply change without alerts or alarms and without medical intervention or hospitalization. Customer care provided support that included phone-based troubleshooting, including guidance on replacing the infusion set and connector and confirming flow. Investigation of this case revealed a leaking connector associated with the infusion set and tubing, and proper function was restored after component replacement. It was concluded, based on previously established findings for similar reports, that the cause was a component connection or integrity issue consistent with use-related or product-related leakage that resolved with new infusion components.